Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-06577, related manufacturer reference number: 2017865-2021-06578. It was reported that the patient presented for an elective dual chamber pacing system changeout procedure. After the procedure, the patient experienced fever, chest pain and fatigue and developed an infection. The physician alleged that the right atrial and right ventricular leads were dislodged and repositioned them on (B)(6) 2021. The patient was stable.